Event description:
(B)(4). Event occurred in the united states. It was reported that, while the patient was sitting, the plastic stem of the tubing came out, the one that goes to the needle. Reportedly, the location of detachment was at the tubing connector. The site location was at patient's left abdomen and the pump was located at right belt clip. The infusion had been in use for 6 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.